Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred four days after the sensor had been inserted in the abdomen. The patient lost consciousness due to a high bg level and was taken to the hospital by ambulance. The patient and his spouse were unable to remember the cgm and bg values but reported that there was a huge difference in the readings with the bg being high. The patient was treated in the ER with insulin. He stayed in the hospital for almost a week. No further treatment information was provided. At the time of the report the patient was doing better. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.